Event description:
It was reported that a malfunction alarm occurred, identified as malf 12. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. To address this, the customer administered a correction injection via multiple daily injections. There was no need for assistance from a third party. Technical support helped the customer reset the pump, and it was verified that the malfunction did not recur afterward. The customer was advised to continue using the pump and to call back if the issue reoccurs.